Event description:
It was reported that the tip of the wire broke off within the artery, requiring additional intervention. During a lower extremity (le) angiogram, the target lesion was located in the severely tortuous and severely calcified posterior tibial (pt) artery. A long taper 300 cm straight tip v-14 control wire guidewire was selected for use. While crossing the lesion, the tip of the guidewire fractured and broke off within the pt artery. The physician attempted to retrieve the separated tip using a snare device; however, retrieval efforts were unsuccessful due to the severity of the vessel calcification. The fractured tip remained within the artery, and the procedure was completed. No additional information was provided.

Event description:
It was reported that the tip of the wire broke off within the artery, requiring additional intervention. During a lower extremity (le) angiogram, the target lesion was located in the severely tortuous and severely calcified posterior tibial (pt) artery. A long taper 300 cm straight tip v-14 control wire guidewire was selected for use. While crossing the lesion, the tip of the guidewire fractured and broke off within the pt artery. The physician attempted to retrieve the separated tip using a snare device; however, retrieval efforts were unsuccessful due to the severity of the vessel calcification. The fractured tip remained within the artery, and the procedure was completed. No additional information was provided. It was further reported that the patient condition was good following procedure.